Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had stimulation in their arms and hands. The patient was unable to grip. The rep stated that the patient was implanted for low back and leg. The rep had the patient shut stimulation off until they could see them for reprogramming. The patient had an appointment on (B)(6). No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Review of the additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. A rep had met with the patient and had been told that the patient and the caregiver had determined that the hand issues were unrelated to the device/therapy. No further complications were reported or anticipated.